Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a zimmer skingraft mesh basket was compromised. No harm or serious injury was reported with the patient or operator. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that mesh basket was compromised. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformance, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(6) as documented in the repair reports. Product review of the skin graft mesher on (B)(6) 2018 revealed that the comb and roller were damaged on the device. The ratchet was froze up and would not turn. The pretest could not be performed due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, damaged comb, pin, ratchet gear, and spring. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during it is unknown which component the customer meant by mesh basket. The customer could not provide any additional information during initial inspection. The root cause of the mesh basket being compromised cannot be specifically determined with the provided information since it is unknown which component the customer meant by mesh basket. The customer could not provide any additional information during product review. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.